Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged cannula tip and balloon. The cannula tip was fractured and appeared to be melted along with the balloon. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a heat-producing instrument used during the procedure, that came in close contact with the cannula tip. The heat likely soften the cannula and balloon material, making it more susceptible to damage when forces were exerted on the unit during removal. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: endoscopic umbilical hernia repair event description: the dr performed a endo umbilical hernia repair. Apparently after deflating the trocar when the procedure was complete, and they took the sleeve out of the patient the tip of the trocar broke off and the balloon disintegrated. According to the scrub sister, they think that during the procedure maybe the diathermy touched the sleeve. Type of intervention: fragments were retrieved patient status: the procedure time was prolonged with 1 hour because they had to take the balloon fragments and plastic of the sleeve out of the abdomen of the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: endoscopic umbilical hernia repair. Event description: the dr performed a endo umbilical hernia repair. Apparently after deflating the trocar when the procedure was complete, and they took the sleeve out of the patient the tip of the trocar broke off and the balloon disintegrated. According to the scrub sister, they think that during the procedure maybe the diathermy touched the sleeve. Type of intervention: fragments were retrieved patient status: the procedure time was prolonged with 1 hour because they had to take the balloon fragments and plastic of the sleeve out of the abdomen of the patient.